Event description:
It was reported that unit had broken case at battery door. During investigation found the detached dso seal. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that unit had broken case at battery door. During investigation found the detached dso seal. This malfunction makes the event reportable. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the broken battery compartment, detached dso (downstream occlusion) seal and cracked lens. Additionally, a cracked lens, a detached dso seal and a motor that exceeded six million revolutions were found. The battery compartment, the lens the motor and the dso seal were replaced with new ones. The probable root cause was the broken battery compartment. The pump was calibrated, and the performance verification test was performed.